Event description:
It was reported that during dft (defibrillation threshold) testing, the highest energy setting could not return the patient to sinus rhythm. The nid (number of intervals to detect) was shortened, and an additional defibrillation lead was also implanted. Both the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.